Event description:
The customer reported that the device was unable to turn on. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device was unable to turn on. There was no report of patient involvement. The device was evaluated by a philips field service engineer. The symptom was verified. Multiple parts were replaced to resolve the issue. Since multiple parts were replaced, we are unable to determine the cause of the malfunction.